Event description:
The facility's biomedical manager reported an infusion pump with a failure code 33 found during biomedical testing. The hosp rep stated they have no record of any pt incident involving the pump since that last baxter service event. No additional contact info was provided.